Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and the pump stopped delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarmed failed battery and there were alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected active insulin cleared, replace battery now or failed battery test were noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Formatted history file confirmed hardware low levels alarm and motor communication error alarm due to software error. Device received with minor scratched display window and case.